Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt hears different loudness levels and also a random noise with the processor. The external parts were exchanged 4 weeks ago, but the situation remained. Re-implantation is planned in a few weeks.